Event description:
Caller reported an alarm 2, followed by alarm 26, indicating occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.